Event description:
It was reported that a remote transmission revealed inappropriate mode switching due to far r wave oversensing. The patient was not available for recommended program changes, but was asymptomatic and will return to normal follow-up schedule in twelve months.